Manufacturer narrative:
The investigation is in progress. A supplemental report will be submitted when additional information is provided.

Event description:
As reported by patient registry, approximately 1year and 5 months post implantation of a 23mm sapien 3 valve in the aortic position, the valve was explanted and replaced with a surgical valve. The reason for the explantation is unknown at this time.

Manufacturer narrative:
A supplemental MDR is being submitted for review of medical records. Sections g6, h2, h6 health effect - clinical code, device code(s) and h10 has been updated. In this case, approximately 1year and 5 months post implantation of a 23mm sapien 3 valve in the aortic position, the valve was explanted and replaced with a surgical valve. The reason for the explantation was due to endocarditis. The investigation is still in progress. A supplemental report will be submitted when additional information is provided.